Event description:
Account alleged trendelenburg did not work. He swapped out the footboard resolved the problem. He will order a footboard complete. He stated no patient was in the bed and no injury reported.